Manufacturer narrative:
(B)(4) . The problem was confirmed for use error.

Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during prime, it was found that the home patient (hp) had changed out the cassette (only). The technical service representative (tsr) explained that setup was compromised, advised the hp to start over with all new supplies and reviewed the setup process with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp, it was found that he could not remember the event and stated therapy was going fine. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The cause was determined to be use error. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error. A follow-up report will be filed should additional information become available.